Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer reported issues with the bipolar as only one side was burning. The customer had changed out instruments and cords. The technical service engineer (tse) had the customer restart erbe, but the issue was not resolved. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve customer complaint. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure could not be reproduced. The unit did recognize all instrument. The complaint was not confirmed based on the failure analysis evaluation. Upon visual inspection, front bezel is damaged. Cracks, dents and scratches were noted on the top and bottom cover.